Event description:
It was reported by a customer in the USA that, a patient intubated with a tracheostomy tube xlt cuffed, experienced a tracheal failure where the ventilator low volume alarmed, and the patient had difficulty ventilating. The event occurred on (B)(6) at 06:00 hrs, when the tracheal tube was replaced and the patient tolerated it well. The caller stated that the tube was pre-tested, and it was lubricated with a small amount of lidocaine gel. The caller also informed that the patient was being seen by a physician to check his trachea, and no anomalies were found. There was no reported patient injury.

Manufacturer narrative:
A sample was returned for evaluation. Visual examination was performed. An attempt made to inflate the returned unit failed. The returned unit was then leak tested under water and showed an air leak from the main body of the cuff. Further examination using the microvu shows a scuff mark on the cuff and a slit. This type of damage is indicative of the cuff coming in contact with a sharp utensil / object or bony anatomical features. The reported defect was confirmed. (B)(4).

Manufacturer narrative:
The device was received by covidien on (B)(6) 2014. It was decontaminated, and forwarded to (B)(4) on (B)(4)m2014 for an evaluation. (B)(4).